Event description:
Same case as MDR ID#: 2134265-2013-06315 and 2132134265-2013-06306. It was reported that during a percutaneous coronary intervention, watermelon seeding and shaft break occurred. The 100% stenosed total occlusion target lesion was located in the proximal right coronary artery. A 5.0 6fr non bsc guide catheter and a non bsc guide wire was used. Then a 2.5mm x 15mm emerge balloon catheter was advanced. Since there was a residual waste in the vessel, the 2.5mm x 15mm emerge balloon catheter had a residual appearance and watermelon seeding was noted. Then another 3.0mm x 15mm emerge balloon catheter was used and the balloon had a residual appearance. Watermelon seeding was again observed. A 3.5mm unspecified balloon catheter was used and implanted a 3.0mm x 18mm non bsc stent. Post dilation was performed using a 8mm x 3.25mm nc quantum apex balloon catheter. The balloon was positioned the newly implanted stent, however it would not inflate at any pressure. The balloon catheter was pulled out but the first half of the shaft came out and was almost "hanging on the thread". The other part of the shaft was also removed. The mid to distal area of the shaft was completely separated. The procedure was completed using an unspecified size nc quantum apex balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).